Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 16-apr-2029, UDI#: (B)(4) ; product ID: 97 7a275, serial/lot #: (B)(6), ubd: 16-apr-2029, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced difficulties charging the implantable neurostimulator 977118 intellis pro, which was found to have flipped onto its side in the implant pocket. An x-ray confirmed the position of the device, and minimal lead migration was observed, possibly related to a recent fall out of bed. The patient underwent a pocket revision procedure to flatten the implantable pulse generator, during which the device was checked for connectivity and impedances with no issues found. The pocket was sutured to ensure the device remained flat. The patient reported that current stimulation continued to cover their normal pain since the implant. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.